Manufacturer narrative:
Device analysis report attached. This report is submitted on december 18, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains. This report is submitted on july 05, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear implant during the same surgery. This report is submitted on november 02, 2023.

Event description:
Per the clinic, the patient experienced no sound due to migration of the electrode array out of the cochlea subsequent to sustaining a head trauma (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 13, 2023.